Event description:
A consumer reported that they underwent replacement of an intraocular lens (iol) implant due to distorted vision. Additional information has been requested from the implanting surgeon.